Event description:
The customer reported via phone call that he was trying to do a bolus and the buttons were not responding. He removed and reinserted the battery but the numbers kept scrolling and then he received a button error alarm. Blood glucose value was 212 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with no down arrow button response due to corroded keypad traces. No button error alarm during testing. It was unable to perform the displacement test or verify scrolling numbers due to no button response. Device was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.